Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at the 4 setting and the control bar was in the wrong position. The unit and control bar were recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. United kingdom. Telephone number: (B)(6).

Event description:
It was reported that during surgery, the skin graft had gotten stuck in between the blade and working parts of the dermatome blade housing. The surgeon used the assembled handpiece as usual and took the skin graft, then immediately placed the dermatome handpiece back onto the sterile trolley. It was noted that the skin graft was completely cut from the skin edge donor site and no skin graft was visible. On inspection of the dermatome handpiece, it was noted that the skin was "rucked" up in between the blade and the working parts of the dermatome blade housing. There was no damage to the patient's donor site. No additional procedure was performed. There was no delay to the procedure. There was no additional graft taken as there was no damage to the graft and it was usable. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.